Event description:
The hill-rom technician reported that while performing a safety check, this bed showed high leakage current. He replaced the ac plug on the power cord to resolve the issue. There were no reported adverse events associated with this product problem. The bed is equipped with a ground loss indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the patient.